Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported their ins was not working and they had to charge their implant every other day and they shouldn't have to do that. Agent reviewed charge frequency information with the patient. The patient was redirected to their healthcare provider to further address the issue. Patient's healthcare provider was dr. (B)(6) but they retired. Agent sent patient physician's list via email. Patient stated charge frequency issue began about two months ago.